Event description:
It was reported that an unspecified system error occurred on the homechoice machine during peritoneal dialysis therapy. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is ongoing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A review of the event history log revealed that the device had presented a reload the set 201 alarm. Functional testing was performed, and the device presented the reload the set 201 alarm. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The cause of the condition was determined to be due to a worn out membrane gasket which was to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.